Manufacturer narrative:
Investigation is summarized as follows: customer data review: the customer data was reviewed with respect to the reported sids. The reviewed runs were valid, as valid controls are associated with the runs. The false positive samples exhibited low amplification in comparison to a completed positive control (31.06 CT), indicating a weak positive signal. The curves appeared as expected for low positive samples. The false positive samples exhibited low amplification very near to the assay cutoff of 42.0 cycles for the rsv analyte. Quality data review: device history record / batch record review: review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 414709 did not identify any issues that could have led to the reported complaint. The quality control (qc) amp kit master lot testing for alinity m resp-4-plex amp kit (list 09n79-090) lot 414709 met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a lot specific CAPA search was performed to identify related existing internal quality records to the reported complaint during production or internal use. Lots 414709 and 4147091 were searched. The investigation was expanded to include the base list part number. Retain / file sample review the file sample evaluation for the alinity m resp-4-plex amp kit (list 09n79-090) lot number 414709 was performed. The file sample evaluation met all validity and acceptance criteria. All replicates were processed successfully and interpreted correctly as there were no error codes or performance related flags present. The results for the parameters being evaluated were within the lower specification limit (lsl) and the upper specification limit (usl). The file sample evaluation for lot 414709 met the acceptance and validity criteria that was established. As a result, the product file sample evaluation for the alinity m resp-4-plex amp kit (list 09n79-090) lot number 414709 received a disposition of pass. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the case being investigated, which reported false positive results for the rsv target while using alinity m resp-4-plex amp kit (list 09n79-090) lot 414709. The investigation was expanded to include the part. Complaint trending was completed. The upper control limit (ucl) was not exceeded for part 9n79. No adverse trend was identified. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot number 414709 was not identified.

Manufacturer narrative:
Following fields have been updated: b5 for additional sids.

Event description:
The customer reported 6 false positive results for the rsv target on the alinity m resp-4-plex amp kit. The customer reported 6 false positive samples. The customer reported that no samples were retested. Customer did not report any impact to patient management. Additional information received: sample ids (sids) involved: (B)(6).

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval and the alinity m resp-4-plex assay, list number 09n79-095, which received FDA approval.

Event description:
The customer reported 6 false positive results for the rsv target on the alinity m resp-4-plex amp kit. The customer reported 6 false positive samples. The customer reported that no samples were retested. Customer did not report any impact to patient management.